Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our canadian affiliates, approximately 2 years and 11 months post implant of a 26mm sapien 3 ultra valve, the patient was presenting heart failure symptoms, and the valve was stenotic. Consequently, the patient underwent a valve in valve procedure with a 23mm sapien 3 ultra resilia valve that was successfully implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to a completion to the engineering evaluation. The following sections have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis' was empirically confirmed based on the provided information from the field clinical specialist. Available information suggests patient factors (scleroderma) likely contributed to the event as reported information indicated patient had scleroderma. Even though scleroderma may not directly cause valvular calcification, it accelerates systemic atherosclerosis, which can indirectly affect valve function. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.